Event description:
New information received indicates the atrial and right ventricular leads exhibited an unspecified impedance problem.

Event description:
Related manufacturer reference number: 2017865-2023-94945. It was reported the patient presented with an atrial lead that exhibited undersensing and high capture thresholds, and right ventricular lead that exhibited high capture thresholds and r-wave amplitude variation. It was observed that the insulation was breached on the atrial and right ventricular leads. The leads were capped and replaced on (B)(6) 2023. There were no patient consequences.

Event description:
New information received indicates the atrial and right ventricular leads exhibited low pacing impedance.